Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the device was explanted due to pocket infection. The device was replaced on (B)(6) 2018.

Event description:
New information received notes that the patient was fine post procedure. There were no complications noted.